Event description:
According to the reporter: surgeon tried to insert the trocar but the versa seal went off (broken). The information about a procedure was not given. The information about the patient was not given. There was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was not blood loss of 500 cc or more due to the product problem.

Manufacturer narrative:
(B)(4).